Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity rx coronary des was implanted in the rca. Approx nine months later the patient suffered a right coronary artery 100% occlusion and a non medtronic guidewire could not pass. The patient was treated with medication. The site and sponsor assessed the event as possibly related to the device and antiplatelet therapy. The patient is not recovered.